Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient has metal sensitivity and is experiencing pain. No further intervention has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet right standard mandibular component catalog #: 24-6545 lot #: 756830a, zimmer biomet small right fossa component catalog #: 24-6562 lot #: 764950a, zimmer biomet left standard mandibular component catalog #: 24-6546 lot #: 726470a, zimmer biomet small left fossa component catalog #: 24-6563 lot #: 638910a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00312, 0001032347-2023-00314, 0001032347-2023-00315.